Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step. The customer was educated on removing air from the cartridge before filling it and was assisted in loading a new cartridge to resolve the issue.